Event description:
Customer reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 300cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reporter per customer.